Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, white calcification in shell (100%), linear opening. The leak test and microscopic analysis was performed which identified: wear abrasion, a linear striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.